Manufacturer narrative:
The o-ring was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed a cut most likely introduced during the installation process; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. The manufacturer is currently investigating events related to o-ring damage. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during an implant procedure via left thoracotomy/hemi-sternotomy, the o-ring was damaged and came off of inflow cannula while placing ifc through sewing ring into lv. The device was exchanged. There was a procedural delay as a result of the issue.